Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
A report was rec'd via FDA's medical products reporting program that a female pt began using a new focus contact lens and soon after placing the lens in the left eye, she experienced pain. She used rewetting drops to rewet the lens; however, she continued to have pain, discharge and redness. She removed the contact lens and the pain abated. Two days later, she discontinued lens wear and awoke with pain, discharge, redness, edema, and sensitivity to light in the left eye. She sought treatment from her eye dr. Her condition continued to progressively get worse. One week later, she also had blurred vision. Two weeks later, the vision in her left eye was 20/400. She continued with treatment. Her medications were changed after four months. As of 04/06, the pt was awaiting a corneal transplant. No further info was provided.